Event description:
On (B)(6) 2009, the plaintiff was implanted with an ams elevate apical and posterior graft. It was alleged that the plaintiff has, "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to bleeding, painful intercourse, vaginal pain, and corrective procedure," emotional distress, and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.